Event description:
Philips received a complaint on the v60 ventilator indicating that there was an "automatic startup alarm." The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. It was stated that after turning off the device, it automatically powered back on. The device was then replaced and the patient continued to receive ventilation without issue. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), the issue that led to the device restart was clarified. The customer experienced a high oxygen pressure alarm, which caused the device to turn itself off and then power back on. The asp stated that the hospital used a third-party service to repair the device, who replaced the pressure sensor to resolve the issue. The device was returned to normal use and full functionality following the third-party service.